Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the alarm was occurred shortly after inserting a new battery. The customer reported that the insulin pump had a multiple unexpected restart alarm. The troubleshooting was performed. The customer was advised the insulin pump need to be replaced. The customer was advised to continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.